Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the manufacturer's service center, "service required" codes related to the charging of the internal battery was observed. The device's internal battery will be replaced to address the issues.

Manufacturer narrative:
On previously submitted report section (device) problem code grid was incomplete. In this report section (device) problem code grid has been updated/corrected.